Manufacturer narrative:
The account replaced the worn cross shaft to repair the bed.

Event description:
The account alleged the head cross shaft is worn causing brakes not to hold. He has already replaced all four casters.